Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an unknown spinal procedure for scoliosis. During the procedure, it was noted that the end of the bender chipped off. All broken pieces were obtained. Patient achieved solid fusion.